Event description:
The physician successfully completed a csi arthrectomy prior to attempted post dilatation procedures. The physician attempted post dilatation with 2 pacific balloons, both of which ruptured prior to use of the angiosculpt. On the second inflation with the angiosculpt at 14 atm (labeled rated burst) the balloon ruptured. However, prior to rupture the lesion was successfully treated. It was alleged that upon attempt to remove the angiosculpt device, the distal end of balloon and the scoring element separated from the shaft. Parts were successfully remove via snare in multiple parts. Pt went to ICU following the procedure in stable condition. The pt was discharged on (B)(6) 2014.

Manufacturer narrative:
It was alleged that upon attempt by the physician to remove the angiosculpt device, the distal end of the balloon and the scoring element separated from the shaft. As a result, the physician had to use a snare to successfully remove the multiple parts to prevent permanent impairment/damage, thus, resulting in prolongation of the case. The angiosculpt to the instructions for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.